Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
B5. Describe event or problem corrected. B4. Date of this report 28 may 2025. G3. Date received by the manufacturer? 28 may 2025. H6. Health effect -impact code updated to 2199. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On february 28, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.